Event description:
Meter name: surestep enhanced. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: delirous, dizzy, felt like patient was going to die. A patient reported they were unable to test. Their meter allegedly had a broken button. The result on their meter was 10 mg/dl and 15 mg/dl. No other results reported. No comparisons reported. Treatment was: customer took candy and orange juice. No further information has been reported.